Event description:
Customer reported a button error on her insulin pump. Customer was eating dinner and trying to bolus when the error occurred. Customer's blood glucose is 299 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump had no button error alarm noted. Act button did not respond due to flattened button dome switch. Unable to perform displacement, basic occlusion, occlusion, prime and no delivery test due to no button response. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.